Manufacturer narrative:
(B)(4): the customer isolated the cause of the reported failure to be the therapy cable assembly. Physio-control provided the biomed technical assistance and the therapy cable part number info for purchasing a replacement.

Event description:
During a performance inspection, it was reported that the device did not detect the therapy cable connection while attempting to discharge energy. There was no pt use associated with the event.